Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a hip arthroscopy that the shaver blade started to give off metal shavings. The blade could be used to complete the procedure. The blade discarded by the facility. There was no reported patient injury.

Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).